Event description:
It was reported that a user attempted to start a freestyle libre 3 plus sensor with the ilet mobile app and received an indication that the sensor was already in use by another device; the user then placed a new sensor and successfully activated it after troubleshooting. No alerts, alarms, or adverse clinical symptoms were reported. Outcomes included successful activation and restoration of intended function with no health impact. User support included guided troubleshooting and education on app and bluetooth reconfiguration. Investigation of this case revealed that the sensor pairing conflict was resolved by re-establishing the correct pairing with a new sensor, indicating no device malfunction and normal performance after reconfiguration. It was concluded, based on previously established findings for similar reports, that the cause was use-related pairing to another device and user setup error, mitigated by standard troubleshooting.